Event description:
It was reported that during a meniscus repair, it was noticed that the t1 implant of the fast fix flex has deployed from needle, but when the needle tip was pulled out, t1 was not hanging on the joint capsule, and the distance between t1 and the needle end was very short, so t1 was not fully deployed to the position it should be. The procedure was resumed after a non-significant surgical delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle, the t1 is fractured at the tip, the suture knot is tightened down, the insertion device has no visible defect, and bio debris is present. A functional evaluation showed the actuator will cycle as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation o excessive force). Based on this investigation, the need for corrective action is not indicated.